Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a battery out limit on the insulin pump. The customer's blood glucose level was 162 mg/dl. The customer states the insulin pump alarmed during normal use. The customer was advised that a battery out limit alarm during normal use may indicate a loose battery cap. The customer was assisted in programming time/date. The customer was advised that we will send replacement battery cap. The customer was advised to monitor insulin pump.